Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, an eye care provider (ecp) in (B)(6) called to report that a patient (pt) wearing acuvue oasys for astigmatism contact lenses (cls) was diagnosed with a corneal ulcer in the left eye (os) on (B)(6) 2018. The ecp reported that the pt went to a hospital for treatment and no additional information was available at that time. The pt was instructed to discontinued wearing cls (unspecified duration). The ecp stated that the pt is an experienced cl wearer. On 15may2018, the ecp was contacted and reported that the pt is currently under treatment for the corneal ulcer at the hospital. Ecp reported that the pt follows a daily cl wear schedule and uses options multi-purpose solution to disinfect and store the cls. No additional medical information has been received. The suspect cl was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.